Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had two cartridges leaks. The customer reported that the leaks came from the canisters. The customer disposed of the cartridges. It is unknown if the issue affected the customer's blood glucose level.